Manufacturer narrative:
Concomitant medical products: product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2019, product type lead. Product ID 977a260, lot# serial# (B)(4), implanted: (B)(6) 2019, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 20-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 19-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was having to recharge more frequently because she¿s having to turn stim up much higher to get relief. Pt reports adequate pain relief, but would like to not have to recharge so much. Rep was able to adjust pulse width to get desired stim and drastically bring down amplitude, thus decreasing recharge burden. During normal pt meeting, pt mentioned that she recently had an injection under fluoroscopy, and the dr told her ¿her leads moved¿. Rep was not made aware if this is true, pt merely mentioned during routine follow up and rep making note of it, incase issue arises in future. There is not other information to report at this time